Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebs0167 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebs0167) have been reported from the same facility.

Event description:
It was reported by the facility that the 4 fr d/l provena powerpicc is difficult to flush and get blood return. The healthcare professional is constantly moving the patients arms to attempt to reposition the PICC. The PICC was removed it was noted that the catheter kinked near the 1cm and 3cm mark. No patient injury reported.